Event description:
Patient foley catheter was leaking around the bag/urometer area. Patient had to have foley catheter removed due to equipment leaking and malfunctioning. Foley device placed in biohazard bag and given to sicu cns who is working with this company.